Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone that the customer was received different sugar readings. The customer stated the sugar glucose was 287mg/dl, 150mg/dl, 137mg/dl and losing the sensor. The customer's blood glucose was 137mg/dl. Advised to clear the alarm with esc and act button. Advised if alarm is not clear the failed battery test alarm will recur with each new battery inserted. The battery compartment and spring for corrosion are not damaged. The customer stated the insulin pump had a crack by the compartment where the threading is. Unsure how the insulin pump got damaged. Advised to discontinue the use of the insulin pump and revert to a backup plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a stained end cap sticker.